Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken label on the pk dissecting forceps instrument was observed. The instrument was never used. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation checked remote fe logs, and found the instrument was used 7 times. Failure analysis investigation also found the following: the instrument's pitch cable was frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .021 - .193 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.